Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of 2004-2006 and was not subject to UDI requirements.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the air inlet adapter. The fsr ran ovp (operational verification procedure) and the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had a gas inlet error. Furthermore, there was no patient associated with the reported event.